Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the product was returned for evaluation. Visual analysis of the returned sample determined that (B)(4) empty opened foil and (B)(4) suture pieces of the product were received for evaluation. The suture pieces were observed to be wavy, and the ends were broken. After further evaluation crimping marks were observed on the suture surface which was possibly caused by a surgical instrument. As per returned conditions of the sample no functional test was performed. The needle was not received for evaluation in order to determine the assignable cause. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a repair of laceration procedure on (B)(6) 2022 and the suture was used. During surgery, the suture broke. The doctor continued to sew with the same suture, and then the needle broke. The broken needle was retrieved shortly. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle fall into the patient? Yes. If applicable was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? Unk. Was any other tissue damaged as a result of searching the needle? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.